Event description:
The customer reported that he was hospitalized with a high blood glucose of 778 mg/dl. The customer stated that he was experiencing dehydration and frequent urination. The customer stated that he was not wearing the insulin pump at the time of the event. The customer stated that he ran out of insulin, and that is why his blood glucose levels elevated. The customer did not say how long he was off the insulin pump before being hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.